Event description:
Caller alleged discrepant results. Results as follows: date: last week; inratio: 3.4. Date: (B)(6)2010; inratio: 5.5. Pt reports historical inr results between 2.8-5.0.

Manufacturer narrative:
All inr results provided by the customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to change in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. As of 05/26/2010, 27 discrepant result complaints were reported for lot #221728 yielding a complaint rate of 0.011%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.